Event description:
Additional information was received on (B)(6) 2011 when product analysis was completed on the explanted generator. The generator performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis was completed on the lead on (B)(6) 2011. A large portion of the lead assembly body, including the electrodes, was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
On (B)(4) 2011, a vns implanting hospital reported that the vns patient's generator was explanted on (B)(6) 2011 due to lack of efficacy and that the patient had previously been sent to the emergency room because of painful stimulation where the emergency room physician had turned the device off. No replacement was planned. The explanted lead and generator were returned for product analysis on (B)(4) 2011 that has not yet been completed. The patient's programming history was reviewed and the patient was last programmed to output=1.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1.5ma/magnet pulse width=500usec/magnet on time=60sec on (B)(6) 2010. The last system diagnostics test listed was from (B)(6) 2009 which showed output=ok/lead impedance=ok/dcdc=3/eri=no. A battery life calculation was performed with the programming history available which showed 6.39 years until eri=yes. Good faith attempts for additional information from the physician have been made but no further information has been received to date.